Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device would not fire, did not load a clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip, advancer bypass, jaws unable to open after assist. Evaluation summary: the analysis results of the el5ml found that it was received in good visual condition. The device was cycled and the first ten clips were conforming and then, an advancer bypass issue was noted and the jaws remained in closed position. The trigger was manually assisted in order to open the jaws and one malformed clip was released. The remaining two clips were conforming. A corrective action has been initiated to address the root cause of the opening and advancer bypass issues. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.